Manufacturer narrative:
(B)(4). As stated by the hospital, the problem could be duplicated. They disassembled the module, removed and reseated all boards and connectors. The problem appeared to be solved and the unit was put back into service. The hospital performs their own service. No maquet technician was involved in this case. Maquet service was not initially alerted to this incident. Thus, the failure could not be confirmed. Affected module: mcp00924141#apm 20-411, article number:70101.7276, serial number: (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It has been stated that the bubble module on a hl20 failed -center led`s remained on and alarm would not clear. (First event). No known consequences to patient. (B)(4). This complaint is also related to complaint internal reference: (B)(4) - second event.

Manufacturer narrative:
The unit was investigated by clinical engineering. The problem could be duplicated. The hospital has been doing their own service. As stated by clinical engineering, they moved the unit to pump room; attempted module repair; disassembled module, pulled and reconnected all boards and cables; tested multiple times and could not duplicate failure. The problem appeared to be solved and the unit were put back into service. Corrected data: - due to the fact that investigation/service was done by clinical engineering, trained on maquet products, the failure could be confirmed. - due to the fact that the pump stopped and the alarm had to be override in order to proceed with the case, the incident has to be also classified as an "adverse event" combined with medical intervention. (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)